Manufacturer narrative:
The events reported for the eight patients with x-stop devices implanted are reported in MFR report # 2953769-2011-00041 to 2953769-2011-00048. Report source: article titled "critical analysis of lumbar interspinous devices failures: a retrospective study", by francesco ciro tamburrelli, luca proietti, carlo ambrogio logroscino. Eval method: follow-up with company representative.

Event description:
In an article titled "critical analysis of lumbar interspinous devices failures: a retrospective study", a retrospective review was performed on patients with a residual painful syndrome after implantation of interspinous devices. The inclusion criteria were low back pain and/or radiculopathy after the device implantation without improvement of the painful symptomatology, radiculopathy with signs of sensory and motor deficit, intermittent neurogenic claudication, and infection. From (B)(6) 2007 to (B)(6) 2009, the series includes 11 males and 8 females with a mean age of (B)(6) years (range (B)(6) years). The following was reported for patient 7 of 8 patients with x-stop devices implanted. The patient underwent x-stop procedure at level l4-l5. The device was positioned inside the supraspinous ligament, but too superficially that is was possible to find the device with a superficial palpation and it acted as a painful ledge under the skin. Patient underwent device removal. No further information was reported.